Event description:
It was reported the patient ¿was told her implantable neurostimulator (ins) would last five years¿ and that it ¿died after two¿ years. The patient did not know whether the ins died due to normal battery depletion. It was stated the ins worked "great" for the patient before it died. A supplemental report will be filed if additional information becomes available.

Event description:
It was later reported that the patient had slipped on a patch of black ice and ruined her spine. It was further noted that the patient stated she should have known she needed more pain relief from her lumbar area. Patient noted that she had wasted time and money on the spinal cord stimulator which had only done half the job she needed.

Event description:
Additional information received reported the battery depletion was considered normal. It was noted the patient used higher amplitude and many electrodes for desired therapeutic effect.

Event description:
Additional information received reported that the ins was replaced.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead.

Event description:
Additional information was received from the patient on may 11th 2016 stating that they no longer had stimulators. The first implantable neurostimulator (ins) died after 2 years, noting that they left it on 24/7.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's ins had "only helped the pain in her lumbar spine." It was noted that the patient's ins had not been "as good as her pump."